Manufacturer narrative:
Device has been received, but evaluation has not yet begun.

Event description:
It was reported that the t2 anchor of the ultra fast-fix curved assembly was not secured in the insertion site after implantation during a meniscal repair. No implants were left unsupported in the patient. A backup was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
One ultra fast-fix curved needle delivery systems 72201491 was received in used but good condition. T1, t2 and full suture were returned separated from the needle. Complaint indicates that t2 anchor ¿fell out after procedure.¿ results of a functional test indicate that the device advances properly. Several factors influence adherence of the implants including device ability, implant location and tissue condition. After the evaluation the root cause for the reported issue cannot be confirmed with confidence. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.